Manufacturer narrative:
The user experienced severe hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization while on ilet therapy. Diabetic ketoacidosis is a serious metabolic complication requiring hospitalization, intensive insulin therapy, and fluid replacement and is consistent with the reported hospitalization and treatment. Review of available information identified that glucose values reportedly remained above 400 mg/dl for approximately 24 hours despite continued insulin delivery. The user reported replacing only the insulin cartridge after the cartridge became empty and did not perform a complete supply change or replace the infusion set while glucose values remained elevated. The user subsequently developed thirst, somnolence, abnormal breathing, and loss of consciousness, requiring ems transport to the hospital. The user reported no observed leakage from the infusion set or other supply abnormalities. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction or inaccurate insulin delivery. The reported alert 60 observed during hospitalization was determined to be a bluetooth communication alert that resolved as expected and was unrelated to the reported event. Based on available information, no device malfunction was identified and the cause of the event remains not established. The user was educated to perform a complete supply change if blood glucose remains above 400 mg/dl and the cause is unknown. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-jun-2026, it was reported that on (B)(6) 2026, the user experienced hyperglycemia with blood glucose (bg) levels greater than 401 mg/dl, resulting in diabetic ketoacidosis (dka), loss of consciousness, and hospitalization. The user was admitted on (B)(6) 2026, treated with insulin and IV fluids, and discharged on (B)(6) 2026. No long-term health effects were reported.